Event description:
It was reported that a perforation with subsequent pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The was was left in the laa without the pigtail catheter leading to a perforation to the laa. The device was then deployed and a pericardial effusion was noted. Hypotension was also noted. At this time, protamine was given. A total of 1600 cc of fluid was drawn and two units of blood was given with one unit of fresh frozen plasma. The device was released without meeting release criteria. The patient stabilized and was monitored over the next several hours. The drain was eventually removed and the effusion resolved. No further complications occurred. The patient is stable and has been discharged.